Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, press plug, and bearings, which were each replaced. Service did a clean, lube, and adjustment to the device, and it was repaired and returned.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested during quality control. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.